Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. The device was set-up accordingly and there was no difficulty experienced upon setting up the device. The scope and the device were inserted into the patient. During the procedure, when the first tissue was suctioned into the ligation cap, the physician tried to deploy the bands; however, it would not deploy. They tried to rotate the handle; however, the bands still would not deploy. The device was removed from the patient and deployed the bands off in their hands. Some bands deployed off of the ligator and some bands had overlapped on each other. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the remaining two bands had moved from their position and overlapped.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. The device was set-up accordingly and there was no difficulty experienced upon setting up the device. The scope and the device were inserted into the patient. During the procedure, when the first tissue was suctioned into the ligation cap, the physician tried to deploy the bands; however, it would not deploy. They tried to rotate the handle; however, the bands still would not deploy. The device was removed from the patient and deployed the bands off in their hands. Some bands deployed off of the ligator and some bands had overlapped on each other. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the remaining two bands had moved from their position and overlapped.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that there were two bands attached in the ligator head and they were overlapped and moved from their position. These findings were consistent with the findings per media analysis. One deployed band was also returned. The ligator head teeth did not present problems. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands on the ligator head were overlapped and moved. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation, techniques performed during the procedure, and/or anatomical factors. Once some of the knots were dislocated the suture thread would have encountered difficulties releasing the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.